Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a dental bridge removed on (B)(6) 2016 and on the following day the patient felt intermittent symptoms on their left side. The dental bridge had to be hammered out and the procedure had taken about an hour. The symptoms felt like when the patient was in the clinic and the implantable neurostimulator (ins) was turned on and off. The patient was able to tell when stimulation was off due to the return of symptoms. Stimulation was confirmed to be on at the time of this report. There were no falls or trauma reported. The patient's indication for use is movement disorders. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a patient. It was reported that the patient saw their health care provider (hcp) on (B)(6) 2016 regarding the return of symptoms and has another appointment scheduled on (B)(6) 2016. An MRI was scheduled for an unknown date and an eeg was schedule for (B)(6) 2016. The hcp changed the patient's medications (stopped "aipivin 81" and started plavix) to resolve the reported return of symptoms. If additional information is received, a supplemental report will be submitted.